Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the superior vena cava (svc) coil impedance had increased in the past two months, and was variable. During lab visit, the impedance was high. The lead defibrillation pathway was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.